Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 11 bursts of anti-tachycardia pacing (atp) as inappropriate therapy for the patients atrial fibrillation (af) with rapid ventricular response (rvr). This was caused by an undersensing of right atrial (ra) rhythm when the device was programmed to take into account the ra rhythm as a discriminator. Technical services (ts) was consulted and discussed adjusting the device programmed settings. This ICD remains in service. No adverse patient effects were reported.